Event description:
It was reported to medtronic minimed experienced crack pump case on battery compartment. The event involved products mmt-1886. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1886 was returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on lcd window, corroded battery tube assembly, scratched case, cracked keypad overlay, cracked case (battery tube), serial number label missing, cracked retainer and cracked battery tube threads. In summary, the pump was received with a cracked case (battery tube) confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.